Event description:
It was reported by physician that they are able to use their programming computer only while plugged into the outlet and that each start-up requires the software to be downloaded again then the physician had to update dates and time every time.

Event description:
The suspected handheld computer and flashcard were returned to the manufacturer on 09/01/2016. An analysis of the returned flashcard was completed and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the returned handheld computer was completed and a cause for the reported allegation "battery failure" was identified. During the analysis it was identified that the main battery was installed backwards. As a result, the handheld was unable to charge and receive power from the battery. Once the battery was removed and installed correctly, no anomalies associated with the main battery were identified during the analysis.